Event description:
The customer reported that a system error occurs when the power is turned on and the system does not start. There was no adverse patient impact reported.

Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this control pca. Philips cannot rule out a malfunction of the control pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.